Event description:
It was reported that this right ventricular lead exhibited high out of range shock impedance measurements. Further evaluation and a potential commanded shock were recommended. No changes have been performed. This lead remains in service. No further adverse patient effects were reported. Additional information was received detailing that a normal battery depletion change out procedure was performed, during this procedure the lead was evaluated in order to address the issue.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable product data has been included in this report.

Event description:
It was reported that this right ventricular lead exhibited high out of range shock impedance measurements. Further evaluation and a potential commanded shock were recommended. No changes have been performed. This lead remains in service. No further adverse patient effects were reported. Additional information was received detailing that a normal battery depletion change out procedure was performed, during this procedure the lead was evaluated in order to address the issue. Further information was received that this lead continues to exhibit high out of range shock impedance measurements, greater than 150 ohms. Technical services (ts) confirmed this has been a gradual rise. Lead replacement was recommended by technical services (ts). No adverse patient effects were reported. This lead remains in service.